Event description:
According to the information received, the pt had two vein grafts anastomosed proximally with sjm symmetry bypass system aortic connectors during a coronary artery bypass procedure. Six months postoperatively, cardiac catheterization demonstrated both connector grafts were 60% stenosed. The pt had a history of hypertension and no additional information was received.